Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Hair-like foreign matter was found inside of the sterile pouch of a fire star during inventory inspection at (B)(4). Outer product box and sterilized pouch were intact. The seal of the pouch was not opened. The actual (B)(4) fire star, 1.50 x 10 had no damage. The product wasn't clinically used. The product was neither re-sterilized nor re-packaged. No product was returned, however; one picture of one (B)(4) 1.50 x 10 in its pouch was received from (B)(4). As per picture received, it seems that there is foreign matter present as specified in complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "foreign material" was confirmed. The root cause could not be conclusively determined. However a risk assessment had been initiated to evaluate this issue. This additional complaint does not change the severity or occurrence rates of the dpra. Therefore, no corrective actions will be taken at this time.

Event description:
Hair-like foreign matter was found inside of the sterile pouch during inventory inspection at (B)(4). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual sakura fire star, 1.50 x 10 had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned.